Manufacturer narrative:
A ge rep evaluated the system and replaced the motor control unit. The system operates as intended.

Event description:
The customer reported, the motor control unit was not working. No pt injury was reported.